Event description:
It was reported by the customer's mother that the customer's stomach hurts all the time, but not where the site is located. Customer's mother stated that the customer has been having a lot of highs. Customer stated that he has had a stomachache that feels almost like a burning sensation below his chest cavity. Customer increased his basal. Customer changed his site yesterday. Customer's blood glucose levels have been from 200-500 mg/dl. Customer tested for ketones and the results were negative. Customer's blood glucose levels have mostly been in the high 200-low 300's mg/dl. Customer usually wakes up with high blood glucose levels. Customer's mother stated that they can see a difference when they use the pump to treat but their blood glucose levels don't come down enough. Customer does not upload to carelink. Customer's mother is going to call their doctor's office again tomorrow. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.